Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses that bilaterally deflated after implantation. Additionally, the patient developed bilateral capsular contracture (baker grade unknown). As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2016. The explanted devices were discarded after surgery. This medwatch report is for the patient¿s left breast prosthesis.